Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3888-33, lot# v215948, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. Product ID 3888-45, lot# v182142, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 3888-33, lot# v215948, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 3888-45, lot# v182142, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's healthcare professional (hcp) reported that the patient's first system was explanted on (B)(6) 2016 due to an infection at the pocket site. It was noted that the patient was a smoker, which led the hcp to feel that affected her healing. The second/current system remained in use at the time of the report. The first system was successfully removed, the issue was resolved at the time of the report, and the patients' status was alive with no injury. Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.